Event description:
It was reported that the lead was "non-functional" and that there was no capture. An attorney letter further alleged that the patient sustained "injury". Further follow-up indicated that there was a lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.